Manufacturer narrative:
This is 1 of 2 reports. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. However, vessel dissection is a known risk associated with endovascular procedure and are noted as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complication was assigned to this event. This current report represents the initial and final report for this event.  The original initial report number ¿0002134265-2017-00002¿ for this event should be deleted from the emdr system. The information contained within this report represents information contained in the original report number listed above and any supplemental information gathered that was not previously provided to FDA.  The information in this current report was not provided as a supplemental report to the original report number listed above because the original initial MDR report number may now considered a duplicate report number by FDA¿s emdr system.

Event description:
It was reported that during pre-dilation with the balloon catheter (subject device) dissection occurred in the right internal carotid artery (r-ica). The physician deployed a stent in to treat the dissection. It was observed that the patient developed a cerebral infarct due to a stent occlusion in the right primary motor cortex and sensory area. Patient was then treated with balloon angioplasty and administered slonnnon hi, urokinase, okiricon (doses unknown). The patient was reported to have a modified ranking scale (mrs) of 4 and at 30 days a mrs of 3. In the physician¿s opinion, ¿the symptomatic embolism was little but the effects remained in the patient due to previous stroke with left skilled motor deficit and slightly attentional deficit after 6 months.¿ not further information is available.